Event description:
A report was received that the patient underwent a lead revision procedure due to build up of tension during movement. The physician made small incisions to place the lead with relief loops under the skin.

Manufacturer narrative:
Additional information was received that the patient was doing fine post-operatively.

Event description:
A report was received that the patient underwent a lead revision procedure due to build up of tension during movement. The physician made small incisions to place the lead with relief loops under the skin.